Manufacturer narrative:
Patient was revised to address infection. Doi (B)(6) 2012 (liner); (B)(6) 2014 (head) - dor (B)(6) 2014. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combinations were not provided. The patient was primarily implanted in (B)(6) 2012 and revised in (B)(6) of 2014. It is not reasonable to conclude the depuy devices contributed to the reported infection more than 22 months post-primary. The patient is considered obese. It is stated in the ceramic head warnings and precautions "do not implant in obese patients". Product contribution to the reported event has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection.